Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was not feeling well and presented to the emergency room. Upon interrogation, the pulse generator exhibited noise. Isometric testing and pocket manipulation were not able to reproduce noise. The device was reprogrammed. All electrical measurements were in range.